Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that sensor error occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient received a ¿sensor error ¿ wait for 3 hours¿ notification on the dexcom app. The exact time the error began was not provided. During the period without readings, patient did not check manual blood glucose (bg) and did not replace the sensor. The patient¿s follower noticed the absence of readings on the follow app and attempted to contact patient by phone, but patient did not answer. The friend then contacted a neighbor, who found patient unconscious. Paramedics were called and arrived at approximately 9:00 pm. Upon regaining consciousness in the ambulance, patient was given dr. Pepper. The patient was unsure if bg was checked by paramedics. He was transported to the hospital, where bg was recorded at 75 mg/dl, and IV glucose was administered. The patient was discharged at approximately 3:00 am pm (B)(6) 2025 and reported feeling fine after the event. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.